Event description:
It was reported that the patient presented with left knee pain and was subsequently revised. The surgeon has requested that the poly components be evaluated for excessive wear.

Manufacturer narrative:
This is the same patient and event as 2249697-2007-00065.